Manufacturer narrative:
The meter was received for investigation. The alleged malfunction was not reproducible. The product performed according to the specifications. The visual investigation of the instrument housing did not reveal any external hardware defects or contamination. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of display issue on a coaguchek xs meter. The patient stated that the meter was powering off after pressing the m button and that the screen displayed lots of icons before going blank. A display check was performed and the patient stated that the segments were blurry and hard to see. There was no allegation of misinterpreted results.

Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.